Event description:
A customer reported an issue with the touchscreen not responding, preventing interaction with the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully restored the screen's functionality by performing a reset.